Event description:
Additional information received from legal reported the pump was removed around 2023-dec-05 due to a defective pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. The patient representative called into the technical services line and stated the patient's pump "malfunctioned" within 6 months and was looking for information on failure rates. The manufacturer's technical services specialist (tss) attempted to transfer the patient representative to patient services and the patient representative disconnected. Patient services would attempt to contact the caller. Additional information was received from the patient. The patient encountered the motor stall recall from october 2019 and inquired if their issues with the reservoir/medication discrepancies would be related to that. The manufacturer's patient services specialist (pss) reviewed that their pump serial number was not included in the identified pumps for that recall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Codes corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot#: serial#: (B)(4); implanted: on (B)(6) 2022; product type: catheter; product ID: 8781; lot#: serial#: (B)(4); implanted: on (B)(6) 2015; product type: catheter; product ID: 8780; lot#: serial#: (B)(4); implanted: on (B)(6) 2015; product type: catheter; product. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(4), ubd: 13-sep-2023, UDI#: (B)(4) ; product ID: 8781, serial/lot#: (B)(4), ubd: 26-sep-2015, UDI#: (B)(4) ; product ID: 8780, serial/lot#: (B)(4), ubd: 29-aug-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s representative reported that the patient had a refill back in december 2022 where there was more medication left over than expected. The patient had a refill today and there was still 20 ml in the pump. The patient was supposed to go up from 80 mcg to 90 mcg, but the hcp (healthcare provider) decided they didn¿t want to change the dose. Per the reporter, today they had issue with the first needle working so they had to use a second needle. The hcp told them to come back in two weeks and they would measure the medication. It was reviewed with them that the next step would be to check using the side port. Per the reporter, there was a suspicion of occlusion and they wanted to know what would happen if the occlusion cleared and the patient began getting the 80 mcg per day now after not having any baclofen being deliver for 3-3.5 months. The agent redirected the reporter to the patient¿s hcp to discuss medical related information/inquiries. The reporter had the report from the refill and wanted to clarify what the information meant. A technical services agent was conferenced onto the call and reviewed the information with the reporter. The reporter felt that ¿12am to 12am for the simple continuous dosage was not technically accurate and the report should list it as 12:00am-11:59:59pm¿. The patient representative called back again later the same day stating that the hcp didn¿t want to allow the patient to do hyperbaric treatment with the pump therapy. The reporter also stated that 6 weeks ago they were titrating the patient down and giving the patient ¿20 ml orally per day¿. Per the reporter, the patient was having so many bad side effects from the oral meds. Four weeks ago, the patient had been hallucinating and having difficulty focusing while interacting with the reporter and was only voiding urine once per day. The reporter also stated that the patient was a veteran and had a ptsd (post-traumatic stress disorder) brain injury from combat.